Event description:
It was reported that when the surgeon hammered the instrument in, the threaded component of the inserter snapped off from the force of the hammer. After x-ray, they believe the part broken was removed with suction as they could not see it in the x-ray.

Manufacturer narrative:
No hospitalization. Product analysis: dimensional inspection as well as optical examination found the threaded inner shaft found to be unbroken. Functional evaluation with sample found sample implant fully engaged on proximal threaded end. Found the threaded portion of the inner shaft to be fully functional. Witnessed marks and plastic deformation were noted on distal end of threaded inner shaft and inner shaft knob set screw, consistent with significant axial impact. Visual examination confirms the superior tang is broken. The broken piece is missing, and was not returned for analysis. After visual examination the fracture initiation appears to be located at the base of the tang. This is consistent with bend stress overload. Microscopic examination of the fracture surface revealed a fairly quasi-brittle fracture, with no indication of fatigue, and river lines which suggest overload. Direction of river lines and plastic deformation suggest possible direction of fracture; this, in conjunction with the slight bend in the remaining tang suggest torsional overload. The above observations are consistent with torsional overload.

Manufacturer narrative:
(B)(6). (B)(4). Component broke off. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Surgery date: (B)(6) 2012. Patient gender: female. It was reported that when the surgeon hammered the capstone instrument in, the threaded component of the inserter snapped off from the force of the hammer. After x-ray, they believe the part broken was removed with suction as they could not see it in the x-ray. No patient consequences reported.